Manufacturer narrative:
Medwatch field h3 was updated. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Occupation is a patient/consumer (patient's mother). The meter and test strips were requested for investigation. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation that a patient suffered 5 different gi (gastrointestinal) bleeds and that the coaguchek xs meter is not providing accurate results. The coagucheck meter¿s serial number was requested, but not provided. The reporter alleged that the previous meter was replaced 3-4 months ago (may - june) due to questionable results. Allegedly, the reporter compared the previous meter to the replacement meter. No results between the two meters were provided. The reporter alleged that the current meter has been consistently 0.5 or 1 unit off compared to the laboratory method. The reporter provided an estimated result comparison performed at an unknown date and time. The result from the meter was reportedly 2.2 inr. The result from an unknown laboratory method was reportedly 3.2 inr. No additional information was provided about the 5 different gi bleeds. Examples of additional information requested but not provided at this time include: the patient's therapeutic range and interval of inr testing, relevant medical history, the dates of the 5 different gi bleeds, the patient's current condition, any diagnostics performed, exact inr results on the meter around the time of each event, further meter to laboratory inr comparison results. This MDR is being submitted in an abundance of caution.